Event description:
The iab was inserted into the pt on 9/30/96. On 10/2/96 after iabp for about two days, blood was noted in the tubing. As a result of the event, the pt went to the o.r. For a thrombectomy.

Manufacturer narrative:
Device label code for f10. Position 1: 1738. Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hosp.